Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. The cause of the reported issue could not be determined. The problem was resolved by replacing the hood of the device. After replacing the hood, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A customer contacted stryker to report that controls on their device are unresponsive. In this state, a delay in cardiopulmonary resuscitation may occur. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. The patient associated with the reported event did not survive. The health care provider confirmed that the device use did not contribute to the patient outcome.